Event description:
It was reported that an ilet user experienced persistent hyperglycemia in the 300 mg/dl range for several hours despite ongoing insulin delivery, with no device alerts and no observed infusion set leakage or bent cannula; the user was using a 23-inch infusion set and subsequently changed the site and resumed insulin. Symptoms included elevated blood glucose without reported complications. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included remote review of device data and troubleshooting with education on site rotation and potential scar tissue. Investigation of this case revealed no device alarms, confirmed insulin delivery higher than typical for correction, and potential reduced absorption at the infusion site. It was concluded that the cause of the hyperglycemia was unclear, with suspected infusion site absorption issues rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.